Manufacturer narrative:
H10: the customer reported that the device was operating correctly, and that the issue may have occurred due to a "kink" in the hose, or an issue with the oxygen manifold. The customer reported that the device passed all checks and was returned to service. No parts were reported to have been replaced to resolve the issue.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an o2 alarm, and the flow value was inaccurate. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had an o2 alarm, and the flow value was inaccurate. The biomed reported that the average air readout was 1.6 when set to zero. During troubleshooting, the rse advised the customer that the device was out of tolerance per the performance verification test. The customer was then advised to perform a complete set up and test to diagnose. The rse noted that a review of the event log was performed, and it was observed that the device displayed a 1111 error code (check vent: oxygen device failed). It was then noted that via the pneumatics screen, the device was connected to an oxygen/cylinder (grab-n-go type), and the oxygen was set to 100%, and the flow was set to 140; the oxygen inlet pressure had a reading of 32psi (pounds per square inch). The rse informed the customer, that the device did not have an adequate oxygen supply to support the devices configured settings. The customer was advised to replace the flow sensor assembly as needed for the average air reading and perform a full performance verification test (pvt). The customer also provided with the part number for a replacement flow sensor assembly and was also advised to speak with the respiratory therapy department regarding the error code 1111.